Event description:
Pt reported that, after inserting a new lancet drum into the device, a lancet was protruding from the end-cap. No unintentional lancet stick was reported. Technical support requested the return of the suspect product and replacement product was shipped.